Manufacturer narrative:
(B)(6). One medfusion pump was received for evaluation and the bottom case had seal damage. The event history log was reviewed and there was a backup audible alarm post error in the history. A start-up test was conducted and the reported issue was able to be duplicated. The pump had a low profile black panasonic supercap. The main board was replaced and the issue was resolved. The cause of the issue was unable to be determined.

Event description:
Information was received indicating that a smiths medical medfusion pump had a backup audio alarm. The issue was identified during a performance inspection and there was no patient involvement.